Event description:
It was reported by the aci vascular closure specialist that a male pt underwent an interventional coronary catheterization procedure on (B)(6) 2012. Access was obtained at the mid femoral head using a 6f sheath (model unk). A pre-procedure femoral angiogram revealed no visible pvd/calcium in the vicinity of the access site. The pt was anticoagulated peri-procedure with angiomax. Following procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed at too low of an angle, and the pt had slight oozing at the access site after the deployment. The physician held pressure for 2 additional minutes in which the oozing stopped. A safeguard was placed on the pt for 2 hours as a precautionary measure, per the hospital's protocol.

Manufacturer narrative:
The device was not returned; therefore, a physician investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.